Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. The analyst noted that the false eri triggered on (B)(6) 2016 and the battery voltage was not available due to a measurement system lock-up. Reset of the device by programmer with updated software cleared the lock-up condition.

Event description:
It was reported that the implantable pulse generator (ipg) device tripped elective replacement indicator (eri) earlier than expected. It was discovered that the eri was falsely triggered and the device experienced eri lockup. No battery voltage measurement was displayed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.